Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported a battery out limit alarm. Customer states that the insulin pump went blank when she inserted new batteries. The blood glucose reading is 27.3 mmol/l. Customer's mother states that she inserted a new pack of batteries, and the insulin pump was working fine. Customer's mother also states that her daughter's blood glucose was high. Nothing further reported.